Event description:
It was reported by the provider that the pilot valve is contaminated. According to the independent repair center statement, unit was alarming or red light. The key failure was the pilot valve of the manifold was contaminated. No allegation of patient injury; no additional information provided.